Event description:
During an isvt ¿ left procedure, it was reported the color of the distal electrode on this catheter turn to black on the carto 3 system display. The catheter was removed and there was char observed on the distal electrode. There was also noisy distal signal. The issue was resolved after the catheter was replaced.

Manufacturer narrative:
(B)(4).